Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to infection. Operative report further noted a dehiscence with serous drainage and clear fluid during the procedure. The modular head and liner were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02837 / 02838).